Manufacturer narrative:
Controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. However, the reported problem could not be replicated in bench testing. Functional analysis of the controller showed a failure of the no-power alarm, which was not the reported event. This was traced to bad integrated circuit component in the controller (u34). It appears that this failure was not related to the reported event. Several critical battery alarms were found in the controller log and confirmed the reported event. The controller was in use when the reported event occurred. The probable cause for the critical battery alarm is controller communication error with the battery. There was also a failure of the no-power alarm due to a failed integrated circuit. Heartware has opened an internal investigation to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) by medical staff that a patient experienced a critical battery alarm on port 1 of the controller, this occurred with different batteries. The controller was exchanged without reported consequences or impact to the patient. No additional information was reported.